Event description:
It was reported the patient was experiencing discomfort in the neck from the extensions and discomfort at the ipg site. Surgical intervention took place wherein the extensions and ipg were explanted and replaced to address the issue. Discomfort has resolved.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.